Event description:
A female patient reported experiencing a fungal infection in her right eye while using renu with moistureloc multi-purpose solution. The patient's optometrist reported the patient presented in 2006, with symptoms of eye redness, eye pain, and a decrease in visual acuity. The pt was diagnosed with fungal keratitis and was prescribed vigamox and pred forte. Although the treatment plan was to switch the patient to natacyn if no improvement in the ulcer size or depth noted within 2 days, natacyn was started later on five days later, due to a delay in the pharmacy. The pt's treatment ended seventeen days later. The patient was reported to have recovered. The optometrist was uncertain whether this event was related to a specific product. It was noted that the patient sent the solution to an independent laboratory for culture (no results reported).

Manufacturer narrative:
Bausch & lomb initiated an investigation that evaluated the manufacturing facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. All of the records indicate there were no anomalies that could have been related to the report, there were no fusarium recoveries from the facility environmental monitoring program of the aseptic processing areas, and all product release sterility evaluations met critera. Product retain sample testing was completed where lot numbers were available and indicated that all chemical and biocidal performance was effective against microbial challenges as required. The conclusion of this investigation is that some aspect of the moistureloc formula may be increasing the relative risk of fungal keratitis in unusual circumstances. We are continuing to investigate this link but in the meantime, we are taking the most responsible action in the interest of our customers by discontinuing the moistureloc formula and recalling all distributed product.